Event description:
While hospitalized, was put in wheelchair and taken for a stress test, a long way. Three quarters of the way there, rptr's thighs started burning. Surprised, rptr told the attendant and he said he never heard of that. Rptr put their hands between their thighs and the steel side of the wheelchairs, and it was burning hot. Rptr was only in hosp 1 day so did not shower until got home. When rptr showered, there was a bump on their leg, rptr thought it was a bit. Upon looking, it was a burn blister from the wheelchair. Never say anything like this before, but apparently the friction caused by the chair wheels going around caused the metal sides of the seat to heat up and burn rptr. It was quite a burn, did not clear up for almost two months. Rptr did take pictures of it. Rptr emailed the hosp, they took the report and sent rptr flowers, and have not heard from them since. Rptr is very concerned because there are many folks out there rptr's size who could get the same burns.